Event description:
Information was received indicating that a smiths cadd duodopa pump was incorrectly programmed and the patient was receiving higher dose than he should have been getting .the pump was stopped and disconnect. The was no reported injury to the patient.